Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized on unknown date due to diabetic ketoacidosis and high blood glucose. Customer's blood glucose level was 279 mg/dl. Customer reported that the infusion set tube was bent upward and the insulin just run down their skin. Trouble shooting was performed. Customer came home from work and was feeling sick and vomiting. It was unknown if auto mode feature was active or not at the time of incident. The insulin pump will not be returned for analysis.